Event description:
The iab was inserted into the pt in the cath lab. There was no augmentation and the iab was removed. The pump was changed and a second iab was inserted. The iab was not returned to co for eval. The iab was discarded by the facility. Event complications: unk - reported 1/8/97. Pt's current status: unk - rpt'd 1/8/97.